Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed 05/27/2019. No further information was made available regarding the event. The root cause remains undetermined. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(4) via email that following the implantation of two microfix quickanchor+ with #3 orthocord during a maxillofacial surgery, it was observed that the patient had an allergic reaction. It was not reported if there was a delay in the surgery. The device was implanted. There was patient involvement. It was not reported if there was a medical intervention or prolonged hospitalization. The status of the patient post-surgery was unknown. The exact date of the event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed (B)(6)2019. No further information was made available regarding the event. The root cause remains undetermined. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).